Event description:
Customer was admitted to hospital for high blood glucose. Customer realizes that the issue isn't the pump, nor is it the site. Customer changed out the set 3 times that day prior to the hospitalization, and customer stated that their blood glucose were not going down even with the injections. Customer was on insulin drip and blood glucose were coming down.